Event description:
Patient was affected by the exactech equinoxe cage glenoid device recall in his right shoulder. Patient had shoulder replacement surgery in (B)(6) 2021 at (B)(6) in (B)(6). (Surgeon: dr. (B)(6) and dr. (B)(6)). Patient is claiming that the initial physicians knew of the defective material but continued on with the surgery. He also claims that they redacted parts of his medical record and operative report to escape legal litigation. At one of the post-operation appointments, it was discovered that the patient had a hematoma. A few weeks later, patient experienced extreme pain and numbness radiating down his right arm through his shoulder. His orthopedic doctor shared that the structure of the right shoulder was not compromised. A 2nd opinion from another orthopedic doctor discovered that there was a lingering infection in his right arm. It was put on antibiotics for 14 weeks but every time he stopped the infection would come back in a few days. The revision surgery happened (B)(6) of last year where parts of the device were removed. Over the last five years, patient's condition has deteriorated. He had to see a neurologist for a series of trigger injections and nerve block over four years. Pain meds and antibiotics became his norm over the years too. A few weeks ago, the patient had to have a nerve ablation. From the ongoing usage of antibiotics, he's developed vertigo stemming from an autoimmune system disruption. He's sleep deprived because the pain keeps him awake most nights out of the week. Patient has always been in good health. He never had any chronic conditions or severe injuries.